Event description:
It was reported that patient was revised on a right knee due to instability. The femoral components removed and the tibial components remained implanted.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown fluted stem 21x80. An evaluation of the device cannot be performed as the device and medical records were not made available to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.